Event description:
It was reported via clinical study that a patient was revised to address a migrated mesa screw at left s2.

Manufacturer narrative:
Device location unknown.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported via clinical study that a patient was revised to address a migrated mesa screw at left s2.